Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and medial a2 (anterior 2) prolapse for a mitraclip procedure. An ntw clip was prepped and introduced. While steering down to the valve it appeared there was a clot forming on the clip. For safety the ntw was removed and discarded. Additional heparin was administered, the thrombus was removed with the clip, and no longer visible on echocardiography. A new ntw was used for the procedure. The patient was stable throughout the procedure. The mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.